Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck at the cfnadmin login screen and the med application was not launching. A technical support specialist (tss) dialed into the station and observed that the screen was stuck at the administrator login. The tss logged in with support access, reviewed the installed components through the control panel based on the relevant knowledge article for the application not launching, and confirmed that all required components were present. The tss repaired the remote support system agents, verified the application files directory, updated the station configuration to enable automatic login to the application, and rebooted the station. Afterward, the tss contacted the customer, who confirmed that the issue was resolved. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mcsc-opc station was stuck on the cfnadmin screen while remaining online in remote smart service (rss). The customer rebooted the station several times; however, the med application did not launch. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.